Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced. Baxter evaluated the device and found that the downstream sensor was failing. It was determined that this failing part caused the false downstream occlusion alarms and has been replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.